Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the temperature was not dropping to desired level. The temperature was set at four (4)degrees and the lowest it would go was eleven (11) degrees. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.